Event description:
Patient reported "I have 2 ruptured implants¿ want to remove them and not take a new one¿they would never tear¿. " this record relates to the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.